Manufacturer narrative:
The reported complaint of the autopulse platform (serial (B)(6) ) displayed user advisory - "(ua) 45" (driveshaft not at "home" position after power-on/restart) was confirmed during archive data review but was not reproduce during functional testing. The root cause for the ua45 error message was due to the driveshaft not being at "home" position, which was likely attributed to user error. Based on the archive review, the user cleared the ua 45 error. During the initial functional testing, the autopulse platform displayed fault code 27 (encoder fault (> 3000 rpm)) after several compressions. The root cause of fault code 27 was due to a defective encoder, likely attributed to a defective component, unrelated to the reported complaint. The defective encoder was replaced to address this issue. During the visual inspection of the returned autopulse platform, no physical damage was observed on 8/22/2020 and cleared by the user. However, the encoder drive shaft does not rotate smoothly, exhibits binding and resistance due to a sticky clutch. Deburring of the clutch plate was performed to remedy this issue, unrelated to the reported complaint. During archive data review, ua45 (driveshaft not at "home" position after power-on/restart) was recorded, thus confirming the reported complaint. After service repair completion, the autopulse was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test battery until discharged without any fault or error. The autopulse platform passed all functional tests.

Manufacturer narrative:
Zoll has not received the product for investigation. A follow-up report will be submitted when the product is returned and investigation has been completed.

Event description:
During patient use, customer reported that the autopulse platform (serial #(B)(4)displayed user advisory - "(ua) 45" (driveshaft not at "home" position after power-on/restart). Customer was unable to clear error message and manual CPR was performed. Patient's status information was requested but the customer did not provide a response, therefore patient's status is unknown.